Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during routine check, the cs300 intra-aortic balloon pump (iabp) had battery maintenance required error. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during routine, the cs300 intra aortic balloon pump (iabp) had a battery maintenance required message. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was evaluated the unit over the phone. The fse reported that the issue was resolved and no onsite field service conducted. The battery maintenance alarm was reset by end user and the battery run time test passed during the previous preventive maintenance. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.